Manufacturer narrative:
Follow up # 1 (06/09/2011)- device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. The meter and retain test strip were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011. The patient reported blood glucose results of "254 mg/dl" with the subject meter and "150 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 1 ½ hours after the alleged issue begun, the patient claimed she "broke out in sweats." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.